Manufacturer narrative:
The report has been identified as b. Braun medical international report number (B)(4). Eight (8) unused samples in original packaging were returned for evaluation. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with failing results. The sample is not within specification; the reported issue was observed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it looks like the bloodlines from batch a2500219- 4 boxes have issues with the connection lines. The small connection on the venous side is the older one and the new one has clear venous air connection. Customer complaint advocate called the customer facility to collect additional information. The davita clinical coordinator reported that they have had unreported episodes where there have been microbubbles noted in the devices which causes the machines to alarm and it will stop treatment - takes time to remove the air from the lines. It is their belief that the newer, longer and more clear venous side of these lines allows more micro bubbles to pass through. The older version which had a shorter venous line that was more opaque in color did not seem to behave in this fashion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.